Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) was not working on the mains supply. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The problem found with the power supply of the unit so the fse replaced the power supply to resolve the issue. The fse checked performance of the unit with trainer and balloon connected. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.